Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via manufacturer representative regarding a patient having t10 to sacrum fusion due adult idiopathic scoliosis. It was reported that screw driver broke. There were no patient symptoms/ complications as a result of the event.